Event description:
It was reported that sometime after (B)(6) 2026, the patient experienced elevated blood glucose levels of approximately 360-410 mg/dl after an unspecified duration of pod wear on the arm. The patient reported that the episode occurred after she had undergone surgery to remove her gallbladder on (B)(6), and she subsequently developed symptoms including swelling on her legs, which prompted her to seek medical attention. The patient was admitted to the hospital, diagnosed with high blood glucose levels, and received treatment including insulin injections. She remained hospitalized for approximately four days. The specific admission and discharge dates were not provided. The patient reported that use of the pod resulted in issues with her eyes and numbness in the hand fingers. No further details regarding symptoms, medical diagnosis, or any treatment received related to these conditions were provided. She stated that she discontinued omnipod use following the event and transitioned to manual injections based on her healthcare provider¿s instructions.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.